Event description:
After deployment of first stent in the right anterior hepatic duct branchlet without difficulty, the second stent was deployed in the area between the right and left levers. Resistance was encountered during the attempt to withdraw the delivery system and upon removal, it was noted through fluoroscopy that the distal introducer tip was left within the introducer catheter. The tip was retrieved with the introducer catheter.